Event description:
Customer called stated they needed assistance decreasing their basal rates due to insulin reaction. Customer additionally reported being hospitalized for high blood glucose and dka. Assisted customer with setting basal rates.